Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak while changing infusion set. Customer stated the location of the leak was maybe inside the reservoir compartment. Blood glucose level was unknown at the time of the incident. Insulin or fluid slightly visible in the reservoir compartment. Troubleshooting was performed. The reservoir will be not returned for analysis.